Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2017. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8216-50, serial: (B)(4), batch: 16588048. Explant date: (B)(6) 2017.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.